Event description:
Customer reports 1 or 2 lv infusors containing 4.8 grams of 5fu in saline to a total volume of 240ml overinfused in 18 hours, instead of anticipated 24 hours. Customer reports no death or serious injury as a result of report.